Event description:
It was reported that the left ventricular (lv) lead is being used as the pace/sense circuit for the right ventricle (rv) and t-wave oversensing was observed. Sensitivity parameters were changed and it was noted that the patient "feels great". It was later reported the lv lead continues to have t-wave oversensing with sensing integrity counts (sic) of greater than 5000. Reprogrammed from dddr to ddir to avoid inappropriate response to the sensing causing the sic increase. It was later reported that the patient went to the emergency room after hearing the lead integrity alert due to the lv lead having intermittent t-wave oversensing. Additionally, the atrial lead shows possible p-wave oversensing. The lv and atrial lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.